Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 508 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined. The customer stated that the insulin pump had no delivery alarm during basal. Customer was reporting a past event. Customer reported that event was resolved by changing complete set. Customer stated the cannula was bent. The insulin pump will not be returned for analysis.